Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during prime. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was not dropped but the customer mentioned that there was a crack on the reservoir compartment. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.